Event description:
Reportedly, during patient use, the gasket on the intake gas port connection fell off. Upon replacing the gasket, this issue was resolved. The patient was reported to have saturated. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.